Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath in a pre-close technique prior to an abdominal aortic aneurysm procedure. Reportedly, after deploying the suture, the proglide sheath broke off when trying to remove the proglide device. The patient was taken to surgery to remove the broken piece of the sheath. It was observed that the sheath had broken off because it was sutured to the posterior wall of the artery. The aaa procedure was completed and hemostasis was achieved surgically using a vascular graft. There was a one hour delay in the procedure due to the surgical intervention. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported sheath detachment was confirmed. The reported difficult to remove was confirmed based on the returned device condition. The reported posterior wall stitched could not be confirmed as the device was returned with both cuffs in the foot pockets. The reported event appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.